Event description:
The surgeon was working on the robot, an error message appeared on the screen which prompted the robot to be rebooted. After turning on and rebooting the robot, the vessel sealer started to malfunction and not work the way it was suppose to. The vessel sealer was then replaced with a new one and the surgery proceeded.